Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. It was found that the right ventricular (rv) lead exhibited high pacing impedance, numerous short v-v (ventricle ¿ ventricle) intervals, and high threshold in tip-coil configuration. A possible lead fracture was suspected. Bipolar lead impedance alert was observed on the device on (B)(6) 2017. It was noted that the patient suffered an automobile accident in (B)(6) 2017. Because of this the physician was concerned regarding the header of the device due to the multiple short v-v episodes and several vt-ns detected on the device with a sudden increase in impedance (both bipolar and tip to coil configuration). The high voltage therapies were turned off and the patient was kept in the hospital until the replacement procedure the following day. At the time of the procedure the physician elected to replace the device while extr acting the rv lead. Thus, both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.